Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier. System operates as intended.

Event description:
Customer reported the system is not displaying an image while taking x-rays. No patient injury was reported.